Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the first day of ilet use experienced hypoglycemia after announcing a low-carbohydrate breakfast, with blood glucose measured at 40 mg/dl, followed by treatment with oral glucose leading to a rise to 120 mg/dl and subsequent readings in the 70s. Symptoms included sweating consistent with hypoglycemia. Outcomes included self-treatment with oral glucose without adverse effects, without need for third-party assistance, and without alerts or alarms. Investigation included user education and troubleshooting regarding meal announcements and low treatment. Investigation of this case revealed that meal announcement for a very low-carbohydrate meal likely contributed to excess insulin delivery and resultant hypoglycemia. It was concluded that the device functioned as designed and that user education on not announcing very low-carbohydrate meals and on staged treatment of lows is appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.